Event description:
It was reported that pump issued cartridge change error with multiple cartridges, including one with damaged o-ring. There was no adverse impact to the customer¿s blood glucose level. Customer inspected and cleaned pump connection area, removed pump from case, tried new cartridges, and followed on-screen steps, but loading still failed, so technical support approved and arranged pump replacement.